Manufacturer narrative:
Lot number provided. Hollister completed a DHR review, and the records were found to be complete and accurate. Sample not returned for testing so sample evaluation not possible. Trend analysis conducted and no adverse trends observed. Hollister is unable to determine the root cause of this reported event. Hollister offered product training and inservicing to the facility. User facility submitted a voluntary medwatch for this report; mw5114898.

Event description:
It was reported that two nurses were bathing and changing the linens of a patient with a hollister anchorfast oral endotracheal tube fastener in place. It was reported that they were rolling the patient from side to side during this process when the endotracheal tube pulled out. It was also reported that the patient's blood pressure crashed, the patient coded, and expired. It was reported that there was nothing wrong with et tube or the anchorfast device. In addition, it was reported that the anchorfast device did not break. It was reported that the ventilator circuit had been supported by a ventilator arm, the patient had a lot of oral secretions present and there was no respiratory therapist in the room maintaining the airway.